Event description:
It was reported that during 5th metatarsal open reduction and internal fixation, surgeon complained that the drill bit was not routed deep enough to cut into patient's bone. Surgeon was persistent and was able to finally drill into bone and insert screws, but states he had to work harder than he has ever had to work previously to drill bone. Procedure was completed with no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. (B)(6). Device was made by a third party. During pre-repair assessment performed by a technician, manufacturing testing was performed and revealed no errors or defects. The device met material, hardness, and dimensional specifications. The complaint was deemed invalid. (B)(6). Placeholder.